Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the pump alarmed no delivery since 1am this morning. The customer stated that she is currently receiving a no delivery alarm while out for dinner. The customer was advised that she was lean in areas she inserted, and that it would be a reason why she is experiencing bent cannulas. The customer was advised of the no delivery alarm and its possible causes. The customer stated that she was successfully able to rewind her pump prior to the call. The customer will be sent replacement emergency supplies.